Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned for inspection, and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lamp burns out easily, and water leaks from the output connector. A definitive root cause could not be identified. Based on the investigation, the probable cause of the complaint was not established, and the most probable cause of the additional failure(s) was traced to a component failure. Because the lamp was loosened, it easily burned out and because the pump was clogged, water leaked from the output connector should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source had b30 error and the endoscopes were not recognized during preparation for the examination. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.